Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the type ia endoleak was determined to be user related, due to the intentional user error due to the off-label neck anatomy and the cautionary product use condition of calcifications within the neck, and revision of a pre-existing surgical graft. There were no procedure or anatomy related issues found. The patient was discharged to rehabilitation on the sixth post-operative day and returned 17 months later for another issue (2031527-2017-00338). A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm. Upon clinical assessment of this event, it was discovered that the patient had a type ia endoleak with sac growth. The patient also had renal stent implanted along with surgical complications during brachial artery access and surgical evacuation of a hematoma. The patient is currently being monitored with plans for re-intervention at a later date. As of the date of this report, there have been no additional patient sequelae reported.